Event description:
It was reported that the tubing of the foley bags was being sent from the manufacturers with ¿pinches¿ and ¿kinks¿ in the plastic. Attached are a picture and the lot number for one of the bags. They provided a sample. It appears to be in kits with and without foleys. But only the ones with the urine meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.